Event description:
It was reported that this pacemaker had a fluctuation in battery longevity therefore, it was explanted and replaced successfully. The device is expected to be returned. No additional adverse patient effects were reported.